Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant after trying to advance the left ventricle lead down the target vein twice unsuccessfully, guidewire could not be advance through the lead. The lead was not used and a new lead was placed.